Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for a device upgrade procedure. The device exhibited reproducible myopotential oversensing. Programming changes were made. The patient will be followed up normally.